Event description:
The customer reported that the 7900 system had excessive voltage and unclear images. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The image quality issue could not be duplicated. The source of the image noise was not identified. A tube was worked on. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.